Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 04.005.522s. Lot: 3l38512. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 12 february 2019. Expiry date: 01 february 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 04.005.522. Lot: 2l75396. Manufacturing site: (B)(4). Release to warehouse date: 21 december 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cut-out had occurred to the patient who underwent the primary operation on (B)(6) 2019 (captured under complaint (B)(4)) and re-operation on (B)(6) 2019 (captured under (B)(4)). As the hip cup of the patient is being scraped by the screw due to the cut-out, the patient will undergo the third (3rd) operation on (B)(6) 2020, in which the implants in use will be removed and total hip arthroplasty (tha) will be applied. No further information is available. Concomitant devices reported: tfna fem nail ø10 125° l170 timo15 (part # 04.037.012s, lot # h783722, quantity 1), tfna scr l90 tan (part # 04.038.090s, lot # 9939549, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 3 of 3 for (B)(4).